Event description:
It was reported that before use during a routine check, the system98 intra-aortic balloon pump (iabp) unit was not working in ac mains. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d1, d9, e1(event site postal code - 533103), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and found that the unit needs replacement of the defective power supply charger board. Then, fse replaced the defective spare part with another working spare part provided by the customer. Now the unit is working in both ac mains and battery. Unit is handed over to the customer in working condition.

Event description:
N/a.